Manufacturer narrative:
The device history record for the reported lot number, m5096t507, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Two boxes of unused samples were returned. Box a contained 10 samples box b contained 8 samples. One sample from each box was tested for functionality. Sample 1: the sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred. The thumb valve was fully depressed and suctioning occurred. The valve was placed in the locked position. No suctioning occurred in the locked position. Sample 2: the sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. Upward pressure was applied to the thumb valve. This did stop the suctioning the thumb valve was fully depressed and suctioning increased. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that the patient experienced a drastic drop in tidal volume requiring emergent intervention by multiple nurses and respiratory therapist. The catheter suctioning and currently using a stopper of some type to stop the catheter from suctioning. Additional information received on 07/07/2015 stated, when using the suction catheter, it causes fluctuating tidal volumes and sporadically starts suctioning in the off position. Specific volumes are unknown for this incident; however, the suction catheter causes a drastic drop in tidal volume and ventilator alarms are going off when the suction catheter has been on for 12 hours and the ventilator alarms. The customer reported only seeing this issue with the elbow type suction catheter device and stated, "the patient was never in any danger, but there is a concern". Additional information received on 07/08/2015 stated the vent tidal volume alarm did go off and restoration of tidal volume was required. There was no extubation. The patient had a tracheostomy. It happened 12 hours after use.